Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 62/56 v on the left side on (B)(6) 2006. Due to infection and pain, the pt underwent debridement surgery on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not received devices or x-rays for review. Other source documents (surgical reports) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).